Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that geometry failed. Customer only reported geometry failure but cannot provided any further detailed description, and customer rejected the quote. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had geometry failure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.